Event description:
It was reported that the screen of a peritoneal dialysis (pd) patient¿s liberty select cycler was distorted during power up. The screen had green lines, half blank, and a white screen. The power cord was properly connected at both ends. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition on the I/o board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained distorted. The I/o board was replaced, and the display became functional. It was identified that the cause for the distorted screen was due to thermal decomposition found on motor b driver on I/o board. A loose hex nut was also found in the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be thermal decomposition on the I/o board. The cycler was refurbished following the evaluation.